Event description:
As reported by an affiliate, a 3.0 x 13mm cypher select + hub crack was detected when the health care professional connected the hub to the abbott inflator. The hub leaked immediately. The device was not used in a patient.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). It is anticipated that the product will be returned for analysis, but the product has not yet been returned. Additional information will be submitted within 30 days of receipt.